Event description:
Additional information received reported the patient had the ins turned off for 2 years. After the leads were implanted the patient had a tingling feeling in her legs. The leads did not take care of the pain and "were not positioned right." The patient had pain "in her butt" at an implant site. It was noted the patient "had 2 strokes and glaucoma" however it was not clear the issues were device related.

Event description:
It was reported that the patient had severe pain at the implantable neurostimulator (ins) implant site. The patient had turned off the device for about 3 weeks prior to (B)(6) 2010, because she was told that the leads were not implanted right. It was reported that the pain began the week before (B)(6) 2010. The past few days there had been a sharp pain and on (B)(6) 2010 there had been a constant sharp pain at the site for 15 minutes. It was also reported that the patient had stimulation in the wrong location. The stimulation was in her leg and not in her back. It was noted that reprogramming was not successful. It was later reported that the device was implanted correctly and was functioning perfectly well as of (B)(6) 2011. There were plans for a lead revision to place the leads higher up in her epidural space. On (B)(6) 2012, it was reported that the device was causing the patient extreme pain at the implant site. The patient was on pain medication that "wasn't working." It was further reported that the patient had to recharge the ins 2-3 hours per day and "cut off 2 years ago as the therapy didn't work." Additional information reported that the device "never worked." It was confirmed that the patient had turned off the ins two years previous. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3999, lot # v011864, implanted: (B)(6) 2006, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37742, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).